Manufacturer narrative:
Product analysis: during functional analysis, it was not possible to inflate the ibt due to a hole or rupture. During visual analysis, the presence of a rupture was confirmed and located on the distal peak. This is a longitudinal hole . Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to the contact of the balloon with bone splinters during surgery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, intra-op, surgeon did an "egg-shell" and during the inflation the balloon ruptured. The product came in contact with the patient. No patient complications were reported for this event.